Event description:
It was reported that the patient had an MRI on (B)(6) 2014 and they knew when the pump stalled and when the pump restarted and that the patient and pump were okay at the time of report. The patient's mother reportedly wanted to know the MRI compatibility guidelines as she didn't want the patient "to become one with the MRI machine or anything". It was noted that the MRI was due to a change in the patient's seizure history, and at that time it was not believed to be device-related. The patient reportedly had seizures from (B)(6) through (B)(6) 2014. The patient has reportedly had increased difficulty breathing, facial asymmetry, and a prolonged period (an hour) before speech returned following two of the seizures. It was noted that diastat did not stop the seizures almost instantly as it had before. It was noted that they were trying to figure out if there was something else going on. The pump was infusing baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).